Event description:
Pt had pacemaker battery change and upgrade from vvi to ddd system on 7/12/96. Normal function until office visit 1/15/97. Lead impedance was high, output current low, energy delivered low and charge delivered low. No atrial pacing or capturing. Pt switched to straight vii mode with ventricular capture. Upon discussion with pt he opted to have pouch exploration and further assessment of the system. On 2/7/97 the pt underwent elective surgery for replacement of the pacemmaker battery and revision of lead connector. An incompatibility between the atrial lead and the atrial portion of the connector block at the time of initial implantation is suspected. The pt sustained no adverse outcome from the surgery and was discharged home the next day.